Event description:
A customer in (B)(6) reported misidentifications of a quality control strain and a patient strain in association with the vitek® 2 gp test kit (lot 2420603403). The customer reported that the streptococcus pneumoniae (atcc 49619) qc strain was identified twice as kocuria rosea with the gp card. The patient strain was identified also as kocuria rosea. The customer did not provide the expected identification of the patient strain. Biomérieux requested results of repeat testing, as it is not known if the patient strain was repeated or tested with an alternative method. The customer provided no patient information. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a customer from (B)(6) who obtained a misidentification of qc organism streptococcus pneumoniae atcc 49619 while testing vitek® 2 gp cards. The customer obtained an identification of kocuria rosea or unidentified organism on several runs, due to atypical negative appa, draf, and sal reactions. The customer's strain was not available for testing. The internal biomérieux qc strain was subbed and tested on both the customer lot and a random lot of vitek 2 gp cards, in duplicate. Vitek® ms was also performed. On all four (4) gp cards tested, a very good or excellent ID of s. Pneumoniae was obtained. A review of the well reactions showed no atypical results. Vitek ms confirmed the identification to be s. Pneumoniae, with a 93% confidence level. Without submittal of the customer's qc strain, it is not possible to further determine the cause of the misidentification. Vitek 2 gp cards are performing as expected and no further action is necessary.